Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that; pt has had blood work done for the cobalt testing and her levels are very high. Pt unsure of surgery dates. Additional event description after pt's revision: it was reported that dr. (B)(6) states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.